Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: underweight, broken and red particle in the shell. A microscopic analysis was performed which identify a sharp broken on posterior and missing piece of the shell. . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) broken. A opening sharp in the posterior side assessed as unidentified (tear) opening . A striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side exchange from textured to smooth. Additionally, healthcare professional reported rupture. Device has been explanted and replaced.